Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# (B)(4), product type: programmer, physician. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that patient was in clinic last thursday ((B)(6) 2014) for a scheduled refill, and they noted that the pump was alarming due to empty reservoir reached. The pump read empty but it wasn't, approx. 2 mls were aspirated from reservoir (with the message about 40+mls infused since last update received); logs were obtained and were normal. It was stated that the pump was alarming as appropriate based upon information programmed at last refill by physician as reservoir volume programmed was approximate. There was no patient or therapy issue, patient was doing fine and had no symptoms. Drug delivered via the device was baclofen. No troubleshooting was done and/or other actions taken; the pump was refilled and updated.